Event description:
A family member reported that the audio bolus button has been unresponsive for the past month.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that all keypad buttons including the bolus button responded as expected. There was no physical damage to the keypad or to the bolus button cover. No defect was found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.